Event description:
Leakage between hub and cannula.

Manufacturer narrative:
Our quality engineer inspected the 1 actual and 55 representative samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the samples. Analysis of the samples showed no defects or damages. The samples were subjected to a catheter leak test, and all passed with no issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. The root cause was not determined as the defect could not be replicated. As current controls, there are outgoing and hourly in-process visual inspections in place to check for catheter adapter and tubing damage. There is also a daily outgoing functional test in place to check for catheter leakage. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that bd angiocath plus 20ga x 1.16in leaked leakage between hub and cannula.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.